Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received information alleging the patient observed black filters. The patient alleged his breathing was affected and that he had sinus infections requiring antibiotics.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information an alleging breathing was affected and that he had sinus infections requiring antibiotics related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Sections a1, e1, h1 were corrected in this report. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was not selected b1, b2 in previous report. Following corrections were made to reflect adverse event and product problem. Section b1 selected to reflect adverse event and product problem. Section b2 selected to reflect required intervention to prevent permanent imapirment/damage . Section h1 slected to reflect serious injury. Section h6 health impact code has also been updated to reflect minor injury/illeness/impairment.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.